Event description:
(B)(4) while brushing her teeth guest reported the brush applicator would not stay on (kept trying to keep it on). The top popped off and the metal piece kept spinning and broke her back right molar.